Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device change out procedure abnormal pacing impedances measurements which were low and out of range were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were tested with the pacing system analyzer (psa) and device and the values remained out of range. Insulation damage was suspected but not confirmed on both leads and noise was seen. High pacing thresholds resulting in loss of capture was noted on the rv lead. This rv lead was surgically abandoned and will not be returned. No adverse patient effects were reported.